Event description:
It was reported that there was a hair found on the foam rubber cover inside the sterile packaging. The device was implanted since its primary packaging was not compromised.there is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: mexico. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product and provided photos found the packaging was previously opened. A hair-like fiber was found in the sterile packaging. As the product was returned opened, the source of the debris cannot be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.